Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A consumer's family reported that the patient fell on their device and implantable neurostimulator (ins)and leads had to be replaced with a new ones. They could not remember what specific symptoms the patient had after the fall which led up to revision. There was no further issue after that. The patient recovered without issues. The indications for use for this patient were parkinson's dual and movement disorders.